Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported the customer¿s adc freestyle libre sensor was producing readings that were lower than readings received on the freestyle libre built-in meter. Specific readings were not provided. Caller further reported the customer was ¿in hyperglycemia maybe because of gastro¿. Customer was taken to a hospital on (B)(6) 2018 where the customer was diagnosed with dka (diabetic ketoacidosis) and treated with "glucose and sodium by injection¿. Attempts to clarify details have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported the customer¿s adc freestyle libre sensor was producing readings that were lower than readings received on the freestyle libre built-in meter. Specific readings were not provided. Caller further reported the customer was ¿in hyperglycemia maybe because of gastro¿. Customer was taken to a hospital on (B)(6) 2018 where the customer was diagnosed with dka (diabetic ketoacidosis) and treated with "glucose and sodium by injection¿. Attempts to clarify details have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor were reviewed and the dhrs showed the fs libre sensor passed all tests prior to release. Stability data for fs libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre, no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.